Manufacturer narrative:
Follow-up #1: date of submission 3/18/16 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump. Available black box shows no evidence of battery life issue. Battery voltages in the available black box are within normal specifications. Pump current draws all measured within specification. A battery life issue was not duplicated during testing. The daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed the pump cover; no intermittent connections or moisture damage was observed. Unrelated to the complaint, the display screen has a pinkish contrast.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had a power/battery life issue, and the patient had a bg of 370 mg/dl, with extreme thirst, headache, and drowsiness. The pump was emitting low battery alarms. Customer support deemed this a training/misuse issue. This complaint is being reported as the patient experienced hyperglycemia related to a use error.